Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good.